Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, the intrafix tibial sheath inserter broke off into 3 pieces whilst the surgeon was inserting the sheath into the bone tunnel. There were no patient consequences, and the procedure was concluded successfully without further issue or harm to the patient. They cannot establish if anything broke in the patient or not.

Manufacturer narrative:
The complaint device was received and visually evaluated. It is noted that the device is in a condition that can only be attributed to misuse. The complaint instrument is in 3 pieces; the shaft is broken away at the handle and the distal tip is broken away at the weld area. The complaint narrative indicates that this device broke while in use on the patient; based on its condition, we assume that it broke in the body and was retrieved. Our affiliate is reporting that there were no patient consequences and that the procedure was concluded successfully without further issue. We attribute the device's condition to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.